Event description:
It was reported that the patient experienced pain at the implant site and was having difficulty charging the implantable pulse generator (ipg). It was noted that the device was damaged during a back surgery of the patient wherein an electrocautery was used. The patient underwent an ipg replacement procedure. No further information has been obtained. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent back surgery during which electrocautery was reportedly used, resulting in damage to the implantable pulse generator (ipg). Following the surgery, the patient was unable to charge the ipg, leading to a loss of stimulation and the development of discomfort and new pain at the implant site. The patient subsequently underwent a revision procedure during which the ipg was explanted and replaced.

Manufacturer narrative:
Correction to initial MDR is blocks: b1, b5, and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.